Event description:
Cramps stomach/(uterus area) [abdominal pain upper] . (Cramps stomach)/uterus area [uterine spasm] . Defective...seems like the core is unraveling [device breakage] . Leaking- tampons [device ineffective] . Case narrative: consumer reported via phone that the tampon core is unraveling. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.